Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('persistent pain in lower back / (persistent pain/aching)'), spinal cord oedema ('swelling and damage to spine'), endometriosis ('endometriosis'), autoimmune thyroiditis ('hashimotos disease'), sjogren's syndrome ('sjorgrens disease'), muscle rupture ('swelling from a torn hamstring'), crohn's disease ('crohns disease'), limb injury ('foot damage / damage to left foot due to pain in lower back down the entire left hip buttocks, leg and foot'), ovarian mass ('ovarian mass') and osteomyelitis ('osteomyelitis / osteomyelitis') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 3 (B)(6) 1988, (B)(6) 1999, and psychological disorder nos. She denies any radicular symptoms and the pain is exquisite to the extent that she cannot find a comfortable position. Concurrent conditions included allergy to metals and allergy to metals. Concomitant products included since 2010, amfetamine aspartate;amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall), gabapentin, oral contraceptive nos and paracetamol (tylenol 8 hour) since 2014. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced back pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced arthralgia ("persistent pain in hip / stabbing pain in left hip"), musculoskeletal pain ("persistent pain in buttock"), muscle spasms ("constant muscle spasms hip and buttocks / back spasms"), paraesthesia ("tingling and weakness down left leg to foot"), muscular weakness ("tingling and weakness down left leg to foot"), hypoaesthesia ("foot often becomes numb") and fall ("several falls due to inability to lift foot"). In (B)(6) 2011, the patient experienced muscle rupture (seriousness criterion medically significant). In 2012, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced endometriosis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced bone marrow disorder ("bone marrow abnormality l/4 and l5"), 4 years after insertion of essure. On (B)(6) 2014, the patient experienced ovarian mass (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pain in extremity ("issues with both feet/excruciating pain in both feet"). On (B)(6) 2014, the patient experienced osteomyelitis (seriousness criterion medically significant) and procedural complication ("complications from the surgery"). On (B)(6) 2015, the patient experienced intervertebral disc space narrowing ("extensive disc loss"). On an unknown date, the patient experienced spinal cord oedema (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), limb injury (seriousness criterion medically significant), fallopian tube disorder ("scarring began in the left fallopian tube due to the essure being implanted"), abdominal pain upper ("stomach issues/symptoms of stomach ache"), procedural pain ("pain post essure"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure/ allergic to nickel or any other component of essure / titanium allergy") with swelling, rash ("rash on my face/extreme rashes (on my face)"), constipation ("stomach issues like constipation"), thyroid disorder ("thyroid condition"), intervertebral disc degeneration ("complete degeneration at l3 l4"), intervertebral disc injury ("total disc collapse"), osteoarthritis ("osteoarthritis"), gastrointestinal motility disorder ("bowel issues/inability to have normal bowel movement"), depression ("depression"), anxiety ("anxiety"), inflammation ("inflammation"), plantar fasciitis ("plancar fasciitis"), spinal stenosis ("spinal stenosis/essure caused spinal stenosis"), nerve injury ("nerve damage on left side"), pelvic pain ("worst pain "), arthritis ("calcium and arthritis so bad they had to scrape my knuckle down "), scar ("scar tissue"), spinal osteomyelitis ("now have an infection osteomyelitis in my spine"), post procedural infection ("infection nos") and blister ("face was blistering") and was found to have oral neoplasm ("I had a wisdom tooth removed and have had two tumors develop in its place") and smear cervix abnormal ("abnormal pap "). The patient was treated with analgesics, antiinflammatory agents, ophthalmic, cortisone acetate (cortison), levothyroxine sodium (synthroid) and surgery (complete hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the back pain, spinal cord oedema, endometriosis, autoimmune thyroiditis, sjogren's syndrome, muscle rupture, crohn's disease, limb injury, ovarian mass, procedural complication, fallopian tube disorder, abdominal pain upper, procedural pain, allergy to metals, arthralgia, musculoskeletal pain, pain in extremity, constipation, thyroid disorder, intervertebral disc space narrowing, bone marrow disorder, intervertebral disc degeneration, intervertebral disc injury, gastrointestinal motility disorder, muscle spasms, paraesthesia, muscular weakness, hypoaesthesia, fall, anxiety, inflammation, plantar fasciitis, spinal stenosis, nerve injury, pelvic pain, arthritis, oral neoplasm, scar, spinal osteomyelitis, post procedural infection, smear cervix abnormal and blister outcome was unknown, the osteomyelitis and depression was resolving and the rash had resolved. The reporter considered abdominal pain upper, allergy to metals, anxiety, arthralgia, arthritis, autoimmune thyroiditis, back pain, blister, bone marrow disorder, constipation, crohn's disease, depression, endometriosis, fall, fallopian tube disorder, gastrointestinal motility disorder, hypoaesthesia, inflammation, intervertebral disc degeneration, intervertebral disc injury, intervertebral disc space narrowing, limb injury, muscle rupture, muscle spasms, muscular weakness, musculoskeletal pain, nerve injury, oral neoplasm, osteoarthritis, osteomyelitis, ovarian mass, pain in extremity, paraesthesia, pelvic pain, plantar fasciitis, post procedural infection, procedural complication, procedural pain, rash, scar, sjogren's syndrome, smear cervix abnormal, spinal cord oedema, spinal stenosis, thyroid disorder and spinal osteomyelitis to be related to essure. The reporter commented: she has not sought medical treatment for stomach and bowel issues, she had not advised of any complications that occurred at the time of your essure placement. She had not advised of any complications during essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: bilateral tubal occlusion. Diagnostic results: on (B)(6) 2010: underwent hysterosalpingogram, on (B)(6) 2011: MRI examination of the lumbar spine (without contrast) - no posterior disk bulge or herniation, partial disk dehydration l2-3, l3-4 and l4-5 levels. On (B)(6) 2012: left hip MRI-focal tear, rupture origin left semimembranosus tendon at the ischial tuberosity as described. On (B)(6) 2013: ultrasound pelvis: essure device positioning appears satisfactory on this study. Findings of left pelvic varix. Given the history of pelvic pain, pelvic congestion should be considered. On (B)(6) 2014: radiology report lumbar spine: disc disease and spondylosis at l4-5. On (B)(6) 2014: MRI lumbar spine: there is extensive loss of disc height at the l4-5 level with diffuse marrow signal abnormality throughout the l4 and l5 vertebral bodies. There is no loss of vertebral body height. Differential diagnosis would include marrow edema associated with the degenerative disc disease however the extensive marrow signal change would be atypical. A marrow replacement process versus artifact in this region should also be a consideration. Recommend follow-up nuclear medicine bone scan to assess for uptake at the l4 and l5 levels to determine if this represents a true marrow abnormality/marrow replacement process. On (B)(6) 2014: surgical pathology: uterus/tubes/ovaries. Microscopic examination: uterus, bilateral fallopian tubes and bilateral ovaries hysterectomy and bilateral salpingo-oophorectomy: benign inactive endometrium. Benign luteinized follicular cyst, left ovary. Ovaries and fallopian tubes otherwise with benign physiologic changes. Cervix with no significant histopathologic change. On (B)(6) 2014: MRI lumbar spine without and with IV contrast: significant disc space narrowing at l3-l4 with bone marrow signal changes and mild enhancement in the l3 and l4 vertebral bodies with linear enhancement outlining the superior and inferior margin of the l3- l4 disc without disc signal abnormality present. Findings are most likely on the basis of chronic or healing osteomyelitis and discitis without phlegmon, abscess or epidural abnormality. Two subcentimeter foci of increased t2, stir signal and mild enhancement at t10. Possibly hemangiomata. Patient is scheduled for nuclear medicine bone scan (B)(6) 2014 at which time the should be further assessed. Mild disc bulges at l3-l4, l4-l5 and l5-sl. No canal or neural foraminal encroachment. On (B)(6) 2014: CT lumbar spine without IV contrast: disc space narrowing and with sclerosis at the inferior endplate of l3 and the superior plate of l4 with bony irregularity of the endplates and with grade 1 3-mm retrolisthesis of l3 on l4 correlating with findings on the recent mrl lumbar spine. Combining these findings with the MRI of the lumbar spine a chronic osteomyelitis and discitis may account for the changes at l3-l4. There is no abscess or phlegmon. No canal stenosis or neural foraminal narrowing. Minimal disc bulge present. No change from prior MRI study. Mild disc bulges at l4-l5 and l5-s1 without canal o neural foraminal narrowing. On (B)(6) 2014: whole body scan: focal increased uptake at the l3-l4 interspace corresponding to the abnormality seen on recent lumbar spine MRI and CT of the lumbar spine obtained today. Differential considerations include infection or advanced degenerative changes. No other focal uptake to suggest metastatic disease. On (B)(6) 2014: final pathology report from laboratory medicine consultants shows no tumor cells. No significant acute inflammation identified. Benign mature trabecular bone. No granuloma or neoplasm identified. Part of a sample was sent for cultures. However, the integrity of the specimen was compromised and cultures could not be performed. The referring physician is aware that cultures could not be performed. If necessary repeat sampling could be performed. On (B)(6) 2014: biopsy l3-l4: final diagnosis: l3-l4 bone, fine needle aspiration. No tumor. Cells identified no significant acute inflammation identified. Hypocellular aspirate consisting mostly of blood. L3-l4 bone, core biopsy: benign, mature trabecular bone. No acute inflammation identified. No granuloma or neoplasm identified. Cultures are pending. On (B)(6) 2015: MRI lumbar spine with and without IV contrast: at l3-l4 there is a advanced degenerative disc space narrowing. Do not see any marrow edema or disc space signal to suggest an active process at this time. Also no significant change from previous. No definite neural impingement multilevel moderate foraminal stenosis looks most impressive at l4-l5. On (B)(6) 2015: MRI lumbar spine: unchanged advanced degenerative changes at l3/4 without evidence of acute process. On (B)(6) 2016: MRI lumbar spine with and without contrast: stable severe disc and endplate degeneration at l3-l4 and stable marrow changes without acute findings. Mild disc bulge and facet arthropathy at l4-l5 results in mild left neuro foraminal stenosis. Concerning the injuries reported in this case, the following were reported via social media low back pain, lose of disc at the l4-5 level, pelvic pain and ovarian mass, spinal stenosis, nerve damage on left side. Most recent follow-up information incorporated above includes: on 28-apr-2020: this is a retention case. All the information: reporter¿s information. Events ¿ worst pain, calcium and arthritis so bad they had to scrape my knuckle down, I had a wisdom tooth removed and have had two tumors develop in its place, scar tissue, now have an infection osteomyelitis in my spine, infection nos, abnormal pap, face was blistering. References details and source documents were transferred from deletion case no. (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('persistent pain in lower back / (persistent pain/aching)'), spinal cord oedema ('swelling and damage to spine'), endometriosis ('endometriosis'), autoimmune thyroiditis ('hashimotos disease'), sjogren's syndrome ('sjorgrens disease'), muscle rupture ('swelling from a torn hamstring'), crohn's disease ('crohns disease'), limb injury ('foot damage / damage to left foot due to pain in lower back down the entire left hip buttocks, leg and foot'), ovarian mass ('ovarian mass') and osteomyelitis ('osteomylitis / osteomylitis') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 3 (B)(6) 1998, (B)(6) 1999,) and psychological disorder nos. She denies any radicular symptoms and the pain is exquisite to the extent that she cannot find a comfortable position. Concurrent conditions included allergy to metals and allergy to metals. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), gabapentin, ibuprofen (motrin) since 2010, oral contraceptive nos and paracetamol (tylenol 8 hour) since 2014. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced back pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced arthralgia ("persistent pain in hip / stabbing pain in left hip"), musculoskeletal pain ("persistent pain in buttock"), muscle spasms ("constant muscle spasms hip and buttocks / back spasms"), paraesthesia ("tingling and weakness down left leg to foot"), muscular weakness ("tingling and weakness down left leg to foot"), hypoaesthesia ("foot often becomes numb") and fall ("several falls due to inability to lift foot"). In august 2011, the patient experienced muscle rupture (seriousness criterion medically significant). In 2012, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In september 2013, the patient experienced endometriosis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced bone marrow disorder ("bone marrow abnormality l/4 and l5"), 4 years after insertion of essure. On (B)(6) 2014, the patient experienced ovarian mass (seriousness criterion medically significant). In august 2014, the patient experienced pain in extremity ("issues with both feet/excruciating pain in both feet"). On (B)(6) 2014, the patient experienced osteomyelitis (seriousness criterion medically significant) and procedural complication ("complications from the surgery"). On (B)(6) 2015, the patient experienced intervertebral disc space narrowing ("extensive disc loss"). On an unknown date, the patient experienced spinal cord oedema (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), limb injury (seriousness criterion medically significant), fallopian tube disorder ("scarring began in the left fallopian tube due to the essure being implanted"), abdominal pain upper ("stomach issues/symptoms of stomach ache"), procedural pain ("pain post essure"), allergy to metals ("hypersensitivity reaction to nickel orany other component of essure/ allergic to nickel or any other component of essure") with swelling, rash ("rash on my face/extreme rashes (on my face)"), constipation ("stomach issues like constipation"), thyroid disorder ("thyroid condition"), intervertebral disc degeneration ("complete degeneration at l3 l4"), intervertebral disc injury ("total disc collapse"), osteoarthritis ("osteoarthritis"), gastrointestinal motility disorder ("bowel issues/inability to have normal bowel movement"), depression ("depression"), anxiety ("anxiety"), inflammation ("inflammation") and plantar fasciitis ("plancar fasciitis"). The patient was treated with analgesics, antiinflammatory agents, ophthalmic, cortisone acetate (cortison), levothyroxine sodium (synthroid) and surgery (complete hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the back pain, spinal cord oedema, endometriosis, autoimmune thyroiditis, sjogren's syndrome, muscle rupture, crohn's disease, limb injury, ovarian mass, procedural complication, fallopian tube disorder, abdominal pain upper, procedural pain, allergy to metals, arthralgia, musculoskeletal pain, pain in extremity, constipation, thyroid disorder, intervertebral disc space narrowing, bone marrow disorder, intervertebral disc degeneration, intervertebral disc injury, gastrointestinal motility disorder, muscle spasms, paraesthesia, muscular weakness, hypoaesthesia, fall, anxiety, inflammation and plantar fasciitis outcome was unknown, the osteomyelitis and depression was resolving and the rash had resolved. The reporter considered abdominal pain upper, allergy to metals, anxiety, arthralgia, autoimmune thyroiditis, back pain, bone marrow disorder, constipation, crohn's disease, depression, endometriosis, fall, fallopian tube disorder, gastrointestinal motility disorder, hypoaesthesia, inflammation, intervertebral disc degeneration, intervertebral disc injury, intervertebral disc space narrowing, limb injury, muscle rupture, muscle spasms, muscular weakness, musculoskeletal pain, osteoarthritis, osteomyelitis, ovarian mass, pain in extremity, paraesthesia, plantar fasciitis, procedural complication, procedural pain, rash, sjogren's syndrome, spinal cord oedema and thyroid disorder to be related to essure. The reporter commented: she has not sought medical treatment for stomach and bowel issues, she had not advised of any complications that occurred at the time of your essure placement. She had not advised of any complications during essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 09-sep-2010: results: bilateral tubal occlusion.. Diagnostic results: on aug-2010: underwent hysterosalpingogram, (B)(6) 2011: MRI examination of the lumbar spine (without contrast) - no posterior disk bulge or herniation, partial disk dehydration l2-3, l3-4 and l4-5 levels. (B)(6) 2012: left hip MRI-focal tear, rupture origin left semimembranosus tendon at the ischial tuberosity as described. (B)(6) 2013: ultrasound pelvis: essure device positioning appears satisfactory on this study. Findings of left pelvic varix. Given the history of pelvic pain, pelvic congestion should be considered. (B)(6) 2014: radiology report lumbar spine: disc disease and spondylosis at l4-5. (B)(6) 2014: MRI lumbar spine: there is extensive loss of disc height at the l4-5 level with diffuse marrow signal abnormality throughout the l4 and l5 vertebral bodies. There is no loss of vertebral body height. Differential diagnosis would include marrow edema associated with the degenerative disc disease however the extensive marrow signal change would be atypical. A marrow replacement process versus artifact in this region should also be a consideration. Recommend follow-up nuclear medicine bone scan to assess for uptake at the l4 and l5 levels to determine if this represents a true marrow abnormality/marrow replacement process. (B)(6) 2014: surgical pathology: uterus/tubes/ovaries. Microscopic examination: uterus, bilateral fallopian tubes and bilateral ovaries hysterectomy and bilateral salpingo-oophorectomy: benign inactive endometrium. Benign luteinized follicular cyst, left ovary. Ovaries and fallopian tubes otherwise with benign physiologic changes. Cervix with no significant histopathologic change. (B)(6) 2014: MRI lumbar spine without and with IV contrast: significant disc space narrowing at l3-l4 with bone marrow signal changes and mild enhancement in the l3 and l4 vertebral bodies with linear enhancement outlining the superior and inferior margin of the l3- l4 disc without disc signal abnormality present. Findings are most likely on the basis of chronic or healing osteomyelitis and discitis without phlegmon, abscess or epidural abnormality. Two subcentimeter foci of increased t2, stir signal and mild enhancement at t10. Possibly hemangiomata. Patient is scheduled for nuclear medicine bone scan 21-sep-2014 at which time the should be further assessed. Mild disc bulges at l3-l4, l4-l5 and l5-sl. No canal or neural foraminal encroachment. 12-sep-2014: CT lumbar spine without IV contrast: disc space narrowing and with sclerosis at the inferior endplate of l3 and the superior plate of l4 with bony irregularity of the endplates and with grade 1 3-mm retrolisthesis of l3 on l4 correlating with findings on the recent mrl lumbar spine. Combining these findings with the MRI of the lumbar spine a chronic osteomyelitis and discitis may account for the changes at l3-l4. There is no abscess or phlegmon. No canal stenosis or neural foraminal narrowing. Minimal disc bulge present. No change from prior MRI study. Mild disc bulges at l4-l5 and l5-s1 without canal o neural foraminal narrowing. (B)(6) 2016: whole body scan: focal increased uptake at the l3-l4 interspace corresponding to the abnormality seen on recent lumbar spine MRI and CT of the lumbar spine obtained today. Differential considerations include infection or advanced degenerative changes. No other focal uptake to suggest metastatic disease. (B)(6) 2014 final pathology report from laboratory medicine consultants shows no tumor cells. No significant acute inflammation identified. Benign mature trabecular bone. No granuloma or neoplasm identified. Part of a sample was sent for cultures. However, the integrity of the specimen was compromised and cultures could not be performed. The referring physician is aware that cultures could not be performed. If necessary repeat sampling could be performed. 09-oct-2014: biopsy l3-l4: final diagnosis: l3-l4 bone, fine needle aspiration. No tumor. Cells identified no significant acute inflammation identified. Hypocellular aspirate consisting mostly of blood. L3-l4 bone, core biopsy: benign, mature trabecular bone. No acute inflammation identified. No granuloma or neoplasm identified. Cultures are pending. (B)(6) 2015: MRI lumbar spine with and without IV contrast: at l3-l4 there is a advanced degenerative disc space narrowing. Do not see any marrow edema or disc space signal to suggest an active process at this time. Also no significant change from previous. No definite neural impingement multilevel moderate foraminal stenosis looks most impressive at l4-l5. (B)(6) 2015: MRI lumbar spine: unchanged advanced degenerative changes at l3/4 without evidence of acute process. (B)(6) 2015 MRI lumbar spine with and without contrast: stable severe disc and endplate degeneration at l3-l4 and stable marrow changes without acutefindings. Mild disc bulge and facet arthropathy at l4-l5 results in mild left neuroforaminal stenosis. Concerning the injuries reported in this case, the following one/ones were reported via social media low back pain, lose of disc at the l4-5 level, pelvic pain and ovarian mass. Most recent follow-up information incorporated above includes: on 10-jun-2019: social media received . Reporters added. Event plancar fasciitis added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("persistent pain in lower back / (persistent pain/aching)"), spinal cord oedema ("swelling and damage to spine"), endometriosis ("endometriosis"), autoimmune thyroiditis ("hashimotos disease"), sjogren's syndrome (""sjogrens" disease"), muscle rupture ("swelling from a torn hamstring"), crohn's disease ("crohns disease"), limb injury ("foot damage / damage to left foot due to pain in lower back down the entire left hip buttocks, leg and foot"), ovarian mass ("ovarian mass") and osteomyelitis ("osteomylitis / osteomylitis") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 ((B)(6) 1988, (B)(6) 1999,) and psychological disorder nos. She denies any radicular symptoms and the pain is exquisite to the extent that she cannot find a comfortable position. Concurrent conditions included allergy to metals and allergy to metals. Concomitant products included gabapentin, ibuprofen (motrin) since 2010, obetrol (adderall), oral contraceptive nos and paracetamol (tylenol 8 hour) since 2014. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced back pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced arthralgia ("persistent pain in hip / stabbing pain in left hip"), musculoskeletal pain ("persistent pain in buttock"), muscle spasms ("constant muscle spasms hip and buttocks / back spasms"), paraesthesia ("tingling and weakness down left leg to foot"), muscular weakness ("tingling and weakness down left leg to foot"), hypoaesthesia ("foot often becomes numb") and fall ("several falls due to inability to lift foot"). In (B)(6) 2011, the patient experienced muscle rupture (seriousness criterion medically significant). In 2012, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced endometriosis (seriousness criterion medically significant). On (B)(6) 2014, 4 years after insertion of essure, the patient experienced bone marrow disorder ("bone marrow abnormality l/4 and l5"). On (B)(6) 2014, the patient experienced ovarian mass (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pain in extremity ("issues with both feet/excruciating pain in both feet"). On (B)(6) 2014, the patient experienced osteomyelitis (seriousness criterion medically significant) and procedural complication ("complications from the surgery "). On (B)(6) 2015, the patient experienced intervertebral disc space narrowing ("extensive disc loss"). On an unknown date, the patient experienced spinal cord oedema (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), limb injury (seriousness criterion medically significant), fallopian tube disorder ("scarring began in the left fallopian tube due to the essure being implanted"), abdominal pain upper ("stomach issues/symptoms of stomach ache"), procedural pain ("pain post essure"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure/ allergic to nickel or any other component of essure") with swelling, rash ("rash on my face/extreme rashes (on my face)"), constipation ("stomach issues like constipation"), thyroid disorder ("thyroid condition"), intervertebral disc degeneration ("complete degeneration at l3 l4"), intervertebral disc injury ("total disc collapse"), osteoarthritis ("osteoarthritis"), gastrointestinal motility disorder ("bowel issues/inability to have normal bowel movement"), depression ("depression"), anxiety ("anxiety") and inflammation ("inflammation"). The patient was treated with cortisone acetate ("cortisone"), analgesics, antiinflammatory agents, ophthalmic, levothyroxine sodium (synthroid), surgery (complete hysterectomy), surgery (complete hysterectomy), surgery (complete hysterectomy) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the back pain, spinal cord oedema, endometriosis, autoimmune thyroiditis, sjogren's syndrome, muscle rupture, crohn's disease, limb injury, ovarian mass, procedural complication, fallopian tube disorder, abdominal pain upper, procedural pain, allergy to metals, arthralgia, musculoskeletal pain, pain in extremity, constipation, thyroid disorder, intervertebral disc space narrowing, bone marrow disorder, intervertebral disc degeneration, intervertebral disc injury, gastrointestinal motility disorder, muscle spasms, paraesthesia, muscular weakness, hypoaesthesia, fall, anxiety and inflammation outcome was unknown, the osteomyelitis and depression was resolving and the rash had resolved. The reporter considered abdominal pain upper, allergy to metals, anxiety, arthralgia, autoimmune thyroiditis, back pain, bone marrow disorder, constipation, crohn's disease, depression, endometriosis, fall, fallopian tube disorder, gastrointestinal motility disorder, hypoaesthesia, inflammation, intervertebral disc degeneration, intervertebral disc injury, intervertebral disc space narrowing, limb injury, muscle rupture, muscle spasms, muscular weakness, musculoskeletal pain, osteoarthritis, osteomyelitis, ovarian mass, pain in extremity, paraesthesia, procedural complication, procedural pain, rash, sjogren's syndrome, spinal cord oedema and thyroid disorder to be related to essure. The reporter commented: she has not sought medical treatment for stomach and bowel issues, she had not advised of any complications that occurred at the time of your essure placement. She had not advised of any complications during essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral tubal occlusion. On (B)(6) 2010: underwent hysterosalpingogram, (B)(6) 2011: MRI examination of the lumbar spine (without contrast) - no posterior disk bulge or herniation, partial disk dehydration l2-3, l3-4 and l4-5 levels. (B)(6) 2012: left hip MRI-focal tear, rupture origin left semimembranosus tendon at the ischial tuberosity as described. (B)(6) 2013: ultrasound pelvis: essure device positioning appears satisfactory on this study. Findings of left pelvic varix. Given the history of pelvic pain, pelvic congestion should be considered. (B)(6) 2014: radiology report lumbar spine: disc disease and spondylosis at l4-5. (B)(6) 2014: MRI lumbar spine: there is extensive loss of disc height at the l4-5 level with diffuse marrow signal abnormality throughout the l4 and l5 vertebral bodies. There is no loss of vertebral body height. Differential diagnosis would include marrow edema associated with the degenerative disc disease however the extensive marrow signal change would be atypical. A marrow replacement process versus artifact in this region should also be a consideration. Recommend follow-up nuclear medicine bone scan to assess for uptake at the l4 and l5 levels to determine if this represents a true marrow abnormality/marrow replacement process. (B)(6) 2014: surgical pathology: uterus/tubes/ovaries. Microscopic examination: uterus, bilateral fallopian tubes and bilateral ovaries hysterectomy and bilateral salpingo-oophorectomy: benign inactive endometrium. Benign luteinized follicular cyst, left ovary. Ovaries and fallopian tubes otherwise with benign physiologic changes. Cervix with no significant histopathologic change. (B)(6) 2014: MRI lumbar spine without and with IV contrast: significant disc space narrowing at l3-l4 with bone marrow signal changes and mild enhancement in the l3 and l4 vertebral bodies with linear enhancement outlining the superior and inferior margin of the l3- l4 disc without disc signal abnormality present. Findings are most likely on the basis of chronic or healing osteomyelitis and discitis without phlegmon, abscess or epidural abnormality. Two sub centimeter foci of increased t2, stir signal and mild enhancement at t10. Possibly hemangiomata. Patient is scheduled for nuclear medicine bone scan (B)(6) 2014 at which time the should be further assessed. Mild disc bulges at l3-l4, l4-l5 and l5-sl. No canal or neural foraminal encroachment. (B)(6) 2014: CT lumbar spine without IV contrast: disc space narrowing and with sclerosis at the inferior endplate of l3 and the superior plate of l4 with bony irregularity of the endplates and with grade 1 3-mm retrolisthesis of l3 on l4 correlating with findings on the recent mrl lumbar spine. Combining these findings with the MRI of the lumbar spine a chronic osteomyelitis and discitis may account for the changes at l3-l4. There is no abscess or phlegmon. No canal stenosis or neural foraminal narrowing. Minimal disc bulge present. No change from prior MRI study. Mild disc bulges at l4-l5 and l5-s1 without canal o neural foraminal narrowing. (B)(6) 2014: whole body scan: focal increased uptake at the l3-l4 interspace corresponding to the abnormality seen on recent lumbar spine MRI and CT of the lumbar spine obtained today. Differential considerations include infection or advanced degenerative changes. No other focal uptake to suggest metastatic disease. (B)(6) 2014: final pathology report from laboratory medicine consultants shows no tumor cells. No significant acute inflammation identified. Benign mature trabecular bone. No granuloma or neoplasm identified. Part of a sample was sent for cultures. However, the integrity of the specimen was compromised and cultures could not be performed. The referring physician is aware that cultures could not be performed. If necessary repeat sampling could be performed. (B)(6) 2014: biopsy l3-l4: final diagnosis: l3-l4 bone, fine needle aspiration. No tumor. Cells identified no significant acute inflammation identified. Hypocellular aspirate consisting mostly of blood. L3-l4 bone, core biopsy: benign, mature trabecular bone. No acute inflammation identified. No granuloma or neoplasm identified. Cultures are pending. (B)(6) 2015: MRI lumbar spine with and without IV contrast: at l3-l4 there is a advanced degenerative disc space narrowing. Do not see any marrow edema or disc space signal to suggest an active process at this time. Also no significant change from previous. No definite neural impingement multilevel moderate foraminal stenosis looks most impressive at l4-l5. (B)(6) 2015: MRI lumbar spine: unchanged advanced degenerative changes at l3/4 without evidence of acute process. (B)(6) 2016: MRI lumbar spine with and without contrast: stable severe disc and endplate degeneration at l3-l4 and stable marrow changes without acute findings. Mild disc bulge and facet arthropathy at l4-l5 results in mild left neuroforaminal stenosis. Concerning the injuries reported in this case, the following one/ones were reported via social media low back pain, lose of disc at the l4-5 level, pelvic pain and ovarian mass. Most recent follow-up information incorporated above includes: on 23-mar-2018: pfs received. Event added- inflammation. Swelling from nickel was added as symptom of allergy to metal. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('persistent pain in lower back / (persistent pain/aching)'), spinal cord oedema ('swelling and damage to spine'), endometriosis ('endometriosis'), autoimmune thyroiditis ('hashimotos disease'), sjogren's syndrome ('sjorgrens disease'), muscle rupture ('swelling from a torn hamstring'), crohn's disease ('crohns disease'), limb injury ('foot damage / damage to left foot due to pain in lower back down the entire left hip buttocks, leg and foot'), ovarian mass ('ovarian mass') and osteomyelitis ('osteomylitis / osteomylitis') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 3 ((B)(6)1988, (B)(6)1999,) and psychological disorder nos. She denies any radicular symptoms and the pain is exquisite to the extent that she cannot find a comfortable position. Concurrent conditions included allergy to metals and allergy to metals. Concomitant products included since 2010, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), gabapentin, oral contraceptive nos and paracetamol (tylenol 8 hour) since 2014. On (B)(6)2010, the patient had essure inserted. In 2010, the patient experienced back pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced arthralgia ("persistent pain in hip / stabbing pain in left hip"), musculoskeletal pain ("persistent pain in buttock"), muscle spasms ("constant muscle spasms hip and buttocks / back spasms"), paraesthesia ("tingling and weakness down left leg to foot"), muscular weakness ("tingling and weakness down left leg to foot"), hypoaesthesia ("foot often becomes numb") and fall ("several falls due to inability to lift foot"). In (B)(6) 2011, the patient experienced muscle rupture (seriousness criterion medically significant). In 2012, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced endometriosis (seriousness criterion medically significant). On (B)(6)2014, the patient experienced bone marrow disorder ("bone marrow abnormality l/4 and l5"), 4 years after insertion of essure. On (B)(6)2014, the patient experienced ovarian mass (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pain in extremity ("issues with both feet/excruciating pain in both feet"). On (B)(6)2014, the patient experienced osteomyelitis (seriousness criterion medically significant) and procedural complication ("complications from the surgery"). On (B)(6)2015, the patient experienced intervertebral disc space narrowing ("extensive disc loss"). On an unknown date, the patient experienced spinal cord oedema (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), limb injury (seriousness criterion medically significant), fallopian tube disorder ("scarring began in the left fallopian tube due to the essure being implanted"), abdominal pain upper ("stomach issues/symptoms of stomach ache"), procedural pain ("pain post essure"), allergy to metals ("hypersensitivity reaction to nickel orany other component of essure/ allergic to nickel or any other component of essure / titanium allergy") with swelling, rash ("rash on my face/extreme rashes (on my face)"), constipation ("stomach issues like constipation"), thyroid disorder ("thyroid condition"), intervertebral disc degeneration ("complete degeneration at l3 l4"), intervertebral disc injury ("total disc collapse"), osteoarthritis ("osteoarthritis"), gastrointestinal motility disorder ("bowel issues/inability to have normal bowel movement"), depression ("depression"), anxiety ("anxiety"), inflammation ("inflammation"), plantar fasciitis ("plancar fasciitis"), spinal stenosis ("spinal stenosis") and nerve injury ("nerve damage on left side"). The patient was treated with analgesics, antiinflammatory agents, ophthalmic, cortisone acetate (cortison), levothyroxine sodium (synthroid) and surgery (complete hysterectomy). Essure was removed on (B)(6)2014. At the time of the report, the back pain, spinal cord oedema, endometriosis, autoimmune thyroiditis, sjogren's syndrome, muscle rupture, crohn's disease, limb injury, ovarian mass, procedural complication, fallopian tube disorder, abdominal pain upper, procedural pain, allergy to metals, arthralgia, musculoskeletal pain, pain in extremity, constipation, thyroid disorder, intervertebral disc space narrowing, bone marrow disorder, intervertebral disc degeneration, intervertebral disc injury, gastrointestinal motility disorder, muscle spasms, paraesthesia, muscular weakness, hypoaesthesia, fall, anxiety, inflammation, plantar fasciitis, spinal stenosis and nerve injury outcome was unknown, the osteomyelitis and depression was resolving and the rash had resolved. The reporter considered abdominal pain upper, allergy to metals, anxiety, arthralgia, autoimmune thyroiditis, back pain, bone marrow disorder, constipation, crohn's disease, depression, endometriosis, fall, fallopian tube disorder, gastrointestinal motility disorder, hypoaesthesia, inflammation, intervertebral disc degeneration, intervertebral disc injury, intervertebral disc space narrowing, limb injury, muscle rupture, muscle spasms, muscular weakness, musculoskeletal pain, nerve injury, osteoarthritis, osteomyelitis, ovarian mass, pain in extremity, paraesthesia, plantar fasciitis, procedural complication, procedural pain, rash, sjogren's syndrome, spinal cord oedema, spinal stenosis and thyroid disorder to be related to essure. The reporter commented: she has not sought medical treatment for stomach and bowel issues, she had not advised of any complications that occurred at the time of your essure placement. She had not advised of any complications during essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: results: bilateral tubal occlusion.. Diagnostic results: on (B)(6)2010: underwent hysterosalpingogram, (B)(6)2011: MRI examination of the lumbar spine (without contrast) - no posterior disk bulge or herniation, partial disk dehydration l2-3, l3-4 and l4-5 levels. (B)(6)2012: left hip MRI-focal tear, rupture origin left semimembranosus tendon at the ischial tuberosity as described. (B)(6)2013: ultrasound pelvis: essure device positioning appears satisfactory on this study. Findings of left pelvic varix. Given the history of pelvic pain, pelvic congestion should be considered. (B)(6)2014: radiology report lumbar spine: disc disease and spondylosis at l4-5. (B)(6)2014: MRI lumbar spine: there is extensive loss of disc height at the l4-5 level with diffuse marrow signal abnormality throughout the l4 and l5 vertebral bodies. There is no loss of vertebral body height. Differential diagnosis would include marrow edema associated with the degenerative disc disease however the extensive marrow signal change would be atypical. A marrow replacement process versus artifact in this region should also be a consideration. Recommend follow-up nuclear medicine bone scan to assess for uptake at the l4 and l5 levels to determine if this represents a true marrow abnormality/marrow replacement process. (B)(6)2014: surgical pathology: uterus/tubes/ovaries. Microscopic examination: uterus, bilateral fallopian tubes and bilateral ovaries hysterectomy and bilateral salpingo-oophorectomy: benign inactive endometrium. Benign luteinized follicular cyst, left ovary. Ovaries and fallopian tubes otherwise with benign physiologic changes. Cervix with no significant histopathologic change. (B)(6)2014: MRI lumbar spine without and with IV contrast: significant disc space narrowing at l3-l4 with bone marrow signal changes and mild enhancement in the l3 and l4 vertebral bodies with linear enhancement outlining the superior and inferior margin of the l3- l4 disc without disc signal abnormality present. Findings are most likely on the basis of chronic or healing osteomyelitis and discitis without phlegmon, abscess or epidural abnormality. Two subcentimeter foci of increased t2, stir signal and mild enhancement at t10. Possibly hemangiomata. Patient is scheduled for nuclear medicine bone scan (B)(6)2014 at which time the should be further assessed. Mild disc bulges at l3-l4, l4-l5 and l5-sl. No canal or neural foraminal encroachment. (B)(6)2014: CT lumbar spine without IV contrast: disc space narrowing and with sclerosis at the inferior endplate of l3 and the superior plate of l4 with bony irregularity of the endplates and with grade 1 3-mm retrolisthesis of l3 on l4 correlating with findings on the recent mrl lumbar spine. Combining these findings with the MRI of the lumbar spine a chronic osteomyelitis and discitis may account for the changes at l3-l4. There is no abscess or phlegmon. No canal stenosis or neural foraminal narrowing. Minimal disc bulge present. No change from prior MRI study. Mild disc bulges at l4-l5 and l5-s1 without canal o neural foraminal narrowing. (B)(6)2014: whole body scan: focal increased uptake at the l3-l4 interspace corresponding to the abnormality seen on recent lumbar spine MRI and CT of the lumbar spine obtained today. Differential considerations include infection or advanced degenerative changes. No other focal uptake to suggest metastatic disease. (B)(6)2014: final pathology report from laboratory medicine consultants shows no tumor cells. No significant acute inflammation identified. Benign mature trabecular bone. No granuloma or neoplasm identified. Part of a sample was sent for cultures. However, the integrity of the specimen was compromised and cultures could not be performed. The referring physician is aware that cultures could not be performed. If necessary repeat sampling could be performed. (B)(6)2014: biopsy l3-l4: final diagnosis: l3-l4 bone, fine needle aspiration. No tumor. Cells identified no significant acute inflammation identified. Hypocellular aspirate consisting mostly of blood. L3-l4 bone, core biopsy: benign, mature trabecular bone. No acute inflammation identified. No granuloma or neoplasm identified. Cultures are pending. (B)(6)2015: MRI lumbar spine with and without IV contrast: at l3-l4 there is a advanced degenerative disc space narrowing. Do not see any marrow edema or disc space signal to suggest an active process at this time. Also no significant change from previous. No definite neural impingement multilevel moderate foraminal stenosis looks most impressive at l4-l5. (B)(6)2015: MRI lumbar spine: unchanged advanced degenerative changes at l3/4 without evidence of acute process. (B)(6)2016: MRI lumbar spine with and without contrast: stable severe disc and endplate degeneration at l3-l4 and stable marrow changes without acutefindings. Mild disc bulge and facet arthropathy at l4-l5 results in mild left neuroforaminal stenosis. Concerning the injuries reported in this case, the following were reported via social media low back pain, lose of disc at the l4-5 level, pelvic pain and ovarian mass, spinal stenosis, nerve damage on left side. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- spinal stenosis, nerve damage on left side. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("persistent pain in lower back / (persistent pain/aching)"), spinal cord oedema ("swelling and damage to spine"), endometriosis ("endometriosis"), autoimmune thyroiditis ("hashimotos disease"), sjogren's syndrome ("sjogren's disease"), muscle rupture ("swelling from a torn hamstring"), crohn's disease ("crohns disease"), limb injury ("foot damage / damage to left foot due to pain in lower back down the entire left hip buttocks, leg and foot"), ovarian mass ("ovarian mass") and osteomyelitis ("osteomylitis / osteomylitis") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 ((B)(6) 1988, (B)(6) 1999,) and psychological disorder nos. She denies any radicular symptoms and the pain is exquisite to the extent that she cannot find a comfortable position. Concurrent conditions included allergy to metals and allergy to metals. Concomitant products included gabapentin, obetrol (adderall) and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced back pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced arthralgia ("persistent pain in hip / stabbing pain in left hip"), musculoskeletal pain ("persistent pain in buttock"), muscle spasms ("constant muscle spasms hip and buttocks"), paraesthesia ("tingling and weakness down left leg to foot"), muscular weakness ("tingling and weakness down left leg to foot"), hypoaesthesia ("foot often becomes numb") and fall ("several falls due to inability to lift foot"). In (B)(6) 2011, the patient experienced muscle rupture (seriousness criterion medically significant). On (B)(6) 2014, 4 years after insertion of essure, the patient experienced intervertebral disc space narrowing ("extensive disc loss") and bone marrow disorder ("bone marrow abnormality l/4 and l5"). In august 2014, the patient experienced pain in extremity ("issues with both feet/excruciating pain in both feet"). On (B)(6) 2014, the patient experienced osteomyelitis (seriousness criterion medically significant) and procedural complication ("complications from the surgery "). On an unknown date, the patient experienced spinal cord oedema (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), limb injury (seriousness criterion medically significant), ovarian mass (seriousness criterion medically significant), fallopian tube disorder ("scarring began in the left fallopian tube due to the essure being implanted"), abdominal pain upper ("stomach issues/symptoms of stomach ache"), procedural pain ("pain post essure"), allergy to metals ("hypersensitivity reaction to nickel orany other component of essure/ allergic to nickel or any other component of essure"), rash ("rash on my face/extreme rashes (on my face)"), constipation ("stomach issues like constipation"), thyroid disorder ("thyroid condition"), intervertebral disc degeneration ("complete degeneration at l3 l4"), intervertebral disc injury ("total disc collapse"), osteoarthritis ("osteoarthritis"), gastrointestinal motility disorder ("bowel issues/inability to have normal bowel movement"), depression ("depression") and anxiety ("anxiety"). The patient was treated with cortisone acetate (cortison), analgesics, antiinflammatory agents, ophthalmic, levothyroxine sodium (synthroid), surgery (complete hysterectomy), surgery (complete hysterectomy), surgery (complete hysterectomy) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the back pain, spinal cord oedema, endometriosis, autoimmune thyroiditis, sjogren's syndrome, muscle rupture, crohn's disease, limb injury, ovarian mass, procedural complication, fallopian tube disorder, abdominal pain upper, procedural pain, allergy to metals, arthralgia, musculoskeletal pain, pain in extremity, constipation, thyroid disorder, intervertebral disc space narrowing, bone marrow disorder, intervertebral disc degeneration, intervertebral disc injury, gastrointestinal motility disorder, muscle spasms, paraesthesia, muscular weakness, hypoaesthesia, fall and anxiety outcome was unknown, the osteomyelitis and depression was resolving and the rash had resolved. The reporter considered abdominal pain upper, allergy to metals, anxiety, arthralgia, autoimmune thyroiditis, back pain, bone marrow disorder, constipation, crohn's disease, depression, endometriosis, fall, fallopian tube disorder, gastrointestinal motility disorder, hypoaesthesia, intervertebral disc degeneration, intervertebral disc injury, intervertebral disc space narrowing, limb injury, muscle rupture, muscle spasms, muscular weakness, musculoskeletal pain, osteoarthritis, osteomyelitis, ovarian mass, pain in extremity, paraesthesia, procedural complication, procedural pain, rash, sjogren's syndrome, spinal cord oedema and thyroid disorder to be related to essure. The reporter commented: she has not sought medical treatment for stomach and bowel issues, she had not advised of any complications that occurred at the time of your essure placement. She had not advised of any complications during essure removal. [An_relevant_tests]. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.